Event description:
The customer states that pt experienced an injury to the upper lip. This was noticed when they were removing the holder. The problem occurred with the lip being pinched between the channel and the endotracheal tube, causing breaks in the skin integrity.

Manufacturer narrative:
A dale medical representative visited the site and determined that the probable cause of the pt's injury to the upper lip was inadequate monitoring of the pt's deteriorated skin condition, improper application of the device and not properly supporting the ventilator tubing to reduce pressure on the pt's face. There was also a feeding tube taped to the ventilator tube adding additional weight and pressure. Patients with compromised immune systems, friable skin or with limited sensory perception, need special monitoring and care. ICU patients whose condition is unstable should be reassessed every shift. Reference: according to updated guidelines written by the gerontological nursing. Dale labeling: causing: to prevent skin ulcerations or skin tears, assess pt skin and medical condition prior to applying. Monitor daily or more frequently. Removal: adhesive should be removed with care to avoid skin trauma. Dale medical strongly recommends supporting the ventilator tubing to reduce pressure on the pt's face. Dale medical recommends repositioning the endotracheal tube often to help prevent injury to the lips and underlying tissues due to unrelieved pressure.